Manufacturer narrative:
Intuitive surgical inc. (Isi) received the fenestrated bipolar forceps associated with this complaint. Failure analysis did not confirm the reported event. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the handling test. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The product has been returned to intuitive surgical, inc. (Isi) for evaluation but analysis has not yet been completed.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the fenestrated bipolar forceps (fbf) instrument's tip continued to lock-up and dragging tissue. It was noted that the fbf instrument wire was broken, causing tissue to be caught on the wire. However, there was no patient injury due to the event, and no additional intervention was required to address the tissue that was caught. The instrument was removed and replaced with a backup. The procedure was completed robotically.